Manufacturer narrative:
The monopolar curved scissors instrument had a broken conductor wire. Fa removed the housing and the conductor wire was found broken inside the instrument main tube at the proximal end. The instrument failed the electrical continuity test and there were no signs of thermal damage observed. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. As of 4/12/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log for the monopolar curved scissors reported in this complaint (pn: 470179-19/ n11181120 0224) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on 2/22/2019 system (sk2123) with 7 uses remaining. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery function of the monopolar curved scissors was cutting in and out. The site used a different energy cord, but the issue remained. A backup instrument was used and worked as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the with the site robotics coordinator and confirmed there was no reported injury associated with the complaint. The robotics coordinator was unable to provide any additional narrative or patient information related to the event.